Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The microcatheter was not returned for analysis. The subject stent was returned for analysis in a deployed condition. The subject stent was inspected and noted to be deformed. The stent delivery wire (sdw) was separately returned and was noted to be kinked/bent. The introducer sheath was not returned for analysis. Given the event description which notes friction during delivery of the stent which led to it deploying inside the catheter shaft (although that was not the condition in which the device was returned) and the follow-up gfe replies which indicate that the introducer sheath was correctly positioned during stent transfer, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased friction while attempting to advance the stent into the microcatheter. Attempting to advance or pullback the stent against this friction may lead to damage to the stent, the sdw and also the possibility that the sdw may slip through the stent. This is one possible explanation to explain the analysis findings. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was visually confirmed upon return of the deployed stent for analysis. The reported stent difficult/unable to advance or pullback through catheter could not be duplicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'deliver and deploy a 3.0 15ez stent. However friction was encountered during delivery and then the subject stent deployed inside microcatheter. The operator replaced them with another microcatheter and another stent to continue the procedure successfully. No impact to the patient'. The event description indicated that the neuroform ez stent was being used in a stenosis case which is not recommended. The neuroform ez dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". An assignable cause of procedural factors has been assigned to the 'as reported' and 'as analysed' codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the basilar artery occlusion with posterior communicating artery (pca), there was friction during advancement of the subject stent inside the catheter, causing the subject stent to deploy inside the catheter. The subject stent and catheter were replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported during the basilar artery occlusion with posterior communicating artery (pca), there was friction during advancement of the subject stent inside the catheter, causing the subject stent to deploy inside the catheter. The subject stent and catheter were replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.